Event description:
Broke 5-9 poly trial upon impacting. Piece was split in half when it was pulled out.

Manufacturer narrative:
An event regarding a crack/fractured modified hollow tibial insert trial was reported. The event was confirmed. A visual inspection confirmed the reported fracture. All devices accepted into final stock conformed to specification. There have been no similar previous reported events for this lot ID. The investigation concluded that the reported event resulted from overloading conditions. No material or manufacturing defects were identified.

Event description:
Broke 5-9 poly trial upon impacting. Piece was split in half when it was pulled out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.